Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the patient's infusion device displayed e7 (electronic error). The patient changed the battery and again e7 was displayed. The patient changed the battery cover and put another new battery in the infusion device and it again displayed e7, however, at this time the buttons on the infusion device became non-functional. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.